Manufacturer narrative:
The customer's samples were tested with returned and retention crrs, lot g138, on an in-house abs2000. The samples were nonreactive. Manual testing reproduced the nonreactivity observbed in abs2000 testing. The presence of the fya antigen was confirmed on returned and retention crrs, lot g138. The samples were tested with retention panoscreen, lot 27305, using immuadd as the potentiator. The samples were very weakly reactive with fy(a+b-) reagent red cells. No reactivity was observed with fy (a+b+) reagent red cells. It appears that the samples antibody activity is below the threshold of detection for crrs. The event is due to the nature of the sample. The direction circular for capture-r ready screen states "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."

Event description:
An unexpected negative antibody screen was reported for a pt sample run on the abs2000. The abs2000 results conflicted with the pt history of anti-fya. No medical action was taken based on the results.